Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia to 288 mg/dl after announcing and consuming a meal larger than expected, with an incorrect meal size selection documented and subsequent troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included review of user-reported history, device-use context, and meal announcement accuracy. Investigation of this case revealed no device malfunction and indicated user-related meal entry as the contributing factor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving meal announcement rather than a device failure.